Event description:
It was reported by the affiliate that the (1) tlc55 was used during a colon procedure. It was reported that the staples would not hold. The case was completed with another device. There was no pt consequence.